Event description:
It was reported a PICC wire was noted to have a severe kink in it before it was inserted into the patient. The scenario was that the nurse loosened the leur lock and pulled the wire back prior to cutting the catheter to it's desired length. When she went to advance the wire back thru the catheter she noted a significant kink in the wire,almost to a fracture point. The kink is at approximately 3.5cm from the end of the wire. The nurse did not place the PICC in the patient as we have had other issues in the past with the wires kinking and fracturing. The PICC wasn't used on a patient and a new kit was opened for placement.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet was confirmed but the exact cause remains unknown. One 3cg stylet was returned for evaluation. The stylet was returned coiled around itself. A kink in the polyimide tubing was present 3.6 cm from the distal end. Microscopic observation of the distal tip of the stylet revealed it to be intact. The kink was observed to be between two magnets within the polyimide tubing. Additional kinks were not observed. The polyimide tubing was cut near the kink location in order to measure the wall thickness. The wall thickness was found to be within manufacturing specification. A review of the manufacturing records did not reveal evidence to suggest a manufacturing related root cause contributed to the reported event. The event description indicates the kink was formed during readvancement of the of the stylet into the catheter. Damage during handling and advancement against resistance may have contributed to the formation of the kink; however, the exact cause remains unknown. A lot history review (lhr) of reen4692 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen4692 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported a PICC wire was noted to have a severe kink in it before it was inserted into the patient. The scenario was that the nurse loosened the leur lock and pulled the wire back prior to cutting the catheter to it's desired length. When she went to advance the wire back thru the catheter she noted a significant kink in the wire,almost to a fracture point. The kink is at approximately 3.5cm from the end of the wire. The nurse did not place the PICC in the patient as we have had other issues in the past with the wires kinking and fracturing. The PICC wasn't used on a patient and a new kit was opened for placement.